Event description:
A other health care professional reported that during an intraocular lens (iol) implant procedure, the lens tore while in the patient's eye and had to be replaced and wasted. Additional information ahs been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).